Event description:
The pump was indicating flow rates of greater than 7.0 l/minute with questionable blood flow. The pump was switched to the backup controller without change in indicated blood flow. The pump was returned to primary controller which then indicated less than 1.0 l/minute blood flow. The company was contacted for advice. Cannula was left in place and the pump head was changed with resultant blood flow at 4.0-4.5 l/minute.